Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed. Service determined that the cause was due to a defective power supply.

Event description:
The facility representative reported a flogard infusion pump with a battery issue, stating: "even if connected battery continues to set low ". The event was reported to have occurred upon power up in the intensive care unit. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.